Event description:
During operative revision of loose hip prosthesis, methyl methacrylate was introduced into the femoral shaft under pressure. The pt developed sudden hypotension & electromechanical dissociation. Resuscitative efforts ultimately were unsuccessful.